Event description:
It was reported that the doctor has experienced micro bubbles within the faradrive sheath during farapulse cases. Specific patient, procedure, and product details were not provided.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc, as the event was reported as a general issue with the faradrive sheath. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.